Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was not functioning. Isi received the instrument and performed the failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively, and the grips opened and closed properly. The power cord was installed into the generator and passed the energy recognition test on several attempts. Additionally, visual inspection of the instrument found the teflon pad to be missing at the distal tip. The teflon pad was not returned with the instrument. The curved blade was inspected and no physical damage was observed. The root cause for the damaged teflon pad is attributed to mishandling and misuse. The probable root cause of the teflon pad peeling off is attributed to use conditions. Teflon pad damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the teflon pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is classified as a reportable event due to the following conclusion: failure analysis acknowledges that a teflon pad was missing from a portion of the device that enters the patient (distal end). Based on the follow up information provided, a fragment may have fallen inside the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not functioning. Use of the instrument was discontinued. The procedure was completed using the backup. There was no reported injury to patient. Intuitive surgical inc (isi) followed up with the operating room (or) staff and obtained the following additional information: the or staff was informed of failure analysis results and stated that they were unsure if a fragment from the instrument fell inside the patient. No error was noticed on the system during instrument usage. No post-operative tests like an x-ray or ultrasound were performed to check for fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.